Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. DHR for lot number 9249637 has been reviewed. Qn#(B)(4). (Air-water leak test failed) could be related to this defect. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10

Event description:
Material no.: 383536 batch no.: 9249637. It was reported that during use of the bd nexiva¿ closed IV catheter system there was a hole in the tubing which caused an additional poke to the patient. The following information was provided by the initial reporter: we have had an issue with the tubing on the 20 g nexiva, # 383536, lot #9249637 exp.2022-08-31; there was a hole in the tubing and it caused the patient discomfort because they needed to get poked again. Have you heard of this issue or others having problems? Should we sequester this lot?

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 383536, batch no.: 9249637. It was reported that during use of the bd nexiva¿ closed IV catheter system there was a hole in the tubing which caused an additional poke to the patient. The following information was provided by the initial reporter: we have had an issue with the tubing on the 20 g nexiva, # 383536, lot #9249637, exp.2022-08-31; there was a hole in the tubing and it caused the patient discomfort because they needed to get poked again. Have you heard of this issue or others having problems? Should we sequester this lot?